Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endoscopic bronchial ultrasound (ebus), the tip pf the subject device broke off inside the patient. The clinician was aspirating fluid from the patient for cytology. The subject device was withdrawn after one successful pass. When the clinician attempted to insert the needle again, it wouldn't go all the way in. The procedure was completed with a similar device. During the final inspection of the procedure, the clinician visually examined the area inside the patient and saw a shiny object. The broken piece was extracted with forceps. There was no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to the following fields: d3, d4, d9, g1, g4 & h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the endoscope is pushed forward while the needle is placed in patient tissue due to misoperation by a heath care professional. The needle tube is exposed to a load in the shearing direction, resulting in fracture. Olympus will continue to monitor field performance for this device.

Event description:
No additional information submitted by the customer